Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set issue on (B)(6) 2026.the patient reported infusion set tape was not sticking due to got hooked up on pants. The blood glucose level was high. The infusion set was in use for one day. No further information is available.